Manufacturer narrative:
(B)(4). This is a combined initial and final report. D4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D10: unknown biolox delta 32mm -4mm head; item number: unknown; lot: unknown. G2: foreign: australia. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k150522. A visual examination of the provided pictures identified the explanted devices but could not be used to confirm the complaint. Devices not returned; further analysis cannot be made. A review of the device history record identified no deviations or anomalies during manufacturing. A review of the complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: ap view of the bilateral hips demonstrate bilateral total hip arthroplasties. No acute fracture. No radiolucency. No dislocation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip replacement on an unknown date. Subsequently, the patient was revised due to recurrent dislocations. Previous dislocations were reduced without opening the patient. Attempts have been made and all additional information received has been included in this report.